Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on april 03, 2018. (B)(4).

Event description:
It was reported that the patient experienced an infection at the incision site and on (B)(6)2017 the patient's wound dressing was changed. On (B)(6) 2017 the wound dressing was changed again. Antibiotics and steroids were administered on (B)(6) 2017 for a period of time and the wound dressing was changed on both days. Following treatment the infection symptoms reportedly disappeared. Subsequently, on (B)(6) 2018 a reconstruction surgery was performed and the patient was discharged from hospital on (B)(6) 2018.